Event description:
It was reported that during a da vinci si prostatectomy procedure the cadiere forceps instrument was noted to have a broken cable. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.